Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for labeling issues was observed. Visual examination of the photos revealed a tube missing a label and a tube with a skewed label. Additionally, fifty-four (54) retention samples from bd inventory were evaluated by visual examination and the issues of missing and skewed labels were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of missing and skewed labels based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "some tubes had no label and some other tubes had a label affixed diagonally."